Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011.

Event description:
Health professional reported that after patient treatment with juvederm ultra plus at another physician's office, the patient experienced "red hot lump, eye swollen" and "believes the site is infected" in the left cheek. Keflex was prescribed to the patient and a surgical review was done noting no need for drainage. The physician thought it may be dacryocystitis but post surgical review thinks it may be an infected hematoma or biofilm infection."